Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the attempted implant of this left ventricular (lv) lead a dissection at the opening of the coronary sinus and venous perforatioon occurred resulting in cardiac tamponade. Upon confirmation of the perforation and tamponade via echocardiogram a pericardial centesis was performed at which time the patient's condition improved. The patient was then transferred to a cardiac surgery at another facility as a precaution. No additional adverse patient effects were reported. This lead was never in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.